Manufacturer narrative:
The customer¿s report of free-flow from a texium-bonded tubing set was not confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Microscopic inspection of the texium valve on the complaint tubing set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that unspecified medication was free flowing thru the texium when changing the IV. Although requested there is no other event details provided by the customer.